Event description:
The customer reported that the system would not display the cine runs. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative reseated the cine board and the cine hard drive and reformatted the cine hard drive as well as verified the power supply voltage. The system was tested and found to be working as intended and put back in service.